Event description:
It was reported that while using bd facs¿ sample prep assistant iii the wash tower overflowed. The following information was provided by the initial reporter: "are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient?no. Was there any injury or potential injury? No . Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure?no. Was the leak/spill contained within the instrument?no. Was the leak/spill in a customer accessible location?yes .what was the fluid that leaked/spilled?waste . What is the source of leak/spill? (Waste or non-waste line) non waste line was the customer exposed to blood or bodily fluids?no. Was there any physical harm to the customer as a result of the leak?no. Wash tower is over flowing.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: per fse¿s report: removed the fittings and flushed with di water. Ran primes and initialized the instrument. The wash tower is draining as required. Returned the instrument to the lab for normal use. O no further issues o sample preparation was not affected. O there was no delay in patient treatment due to any unexpected results. ¿ service max review: review of related work order# (B)(4) install date: (B)(6) 2009 defective part number: there were no defective parts work order notes: o subject / reported: wash tower is overflowing o problem description: fluid leak o cause: clogged fittings o work performed: flushed/cleared fittings o solution: flushed/cleared fittings ¿ returned sample evaluation: there were no defective parts ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #100245ra, revision 03 was reviewed. O hazard(s) identified? Yes no hazard ID: (B)(4) hazard: environmental biohazard severity: (B)(4) probability: (B)(4) risk index: (B)(4) o implementation: bd facs sample prep user¿s guide__ o risk control:_afap_____ o mitigation(s) sufficient yes no ¿ root cause: based on the investigation result and the fse¿s report the root cause was clogged fittings ¿ conclusion: no one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. There was no impact to the patient health or safety.

Event description:
It was reported that while using bd facs¿ sample prep assistant iii the wash tower overflowed. The following information was provided by the initial reporter: "are you using this product for clinical diagnostic test? Yes were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes 4. What was the fluid that leaked/spilled? Waste 5. What is the source of leak/spill? (Waste or non-waste line) non waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no wash tower is over flowing.